Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 2 for the same event: it was reported that during a hip revision surgical procedure, it was discovered that the attachment device and motor device heated up while being used together. It was further reported that the distal tip of the attachment device was worn down and it made a rattling noise. The reporter stated that the motor device ran extremely hot due to the strenuous load from the surgeon using a drill bit device, which was too long for use with the attachment device. It was further reported that a case tray was set up with heavy duty devices ¿xl-hd¿ and ¿long-hd¿ as an option to perform the trough cut for the bone-to-cement interface disruption needed for the extended trochanteric osteotomy (eto). However, these devices were not used. According to the reporter, the surgeon preferred to continue using the attachment device even after it began running extremely hot which caused the motor device to become extremely hot. It was reported that the extreme heat while uncomfortable did not cause any injuries. It was reported that the surgeon did not want to change the handpiece device for a spare device since the handpiece device did not reach the overheating-shutdown temperature. It was reported that the surgery was successfully completed. According to the reporter, after the devices were cleaned and then tested, the motor device worked fine and was placed back into circulation and had been used since without any issues. It was reported that the heavy side load strain and drill being too long clearly wore down the distal tip and caused the rattling noise. There was no delay to the surgical procedure and spare devices were available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.